Manufacturer narrative:
The product has been returned for analysis. Upon completion of the analysis, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 6 months post implant of this mitral bioprosthetic valve, the valve was replaced. During the procedure, both the aortic and mitral valves were replaced. When removing the mitral valve, the physician noted that the aortic curtain and the commissure where the opposite stent post was located had been torn. The physician also reported pannus was present on the sewing ring, but did not extent to the valve leaflets. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, white monofilament sutures were found on the sewing cloth. The valve appeared slightly distorted. The left right commissure was found detached. All leaflets were in the closed position. All leaflets were slightly stiff but flexible. A large intracuspal hematoma was noted on the non-coronary cusp. All leaflets appeared intact except where the commissure was detached/dehisced. The right cusp and left cusp were slightly prolapsed due to the detached/dehisced left, right commissure. The non-coronary left commissure and non-coronary right commissures appeared intact. The left right commissure was dehisced, possible related to separation of the layers of aortic wall behind the commissure. The suture holding the aortic wall to the stent post appeared intact. Remnants of pannus was observed on the tissue and base stitching and on some areas of the sewing ring. Thin pannus encroached on to the non-coronary cusp. Remnants of pannus lined the outflow rails all around the valve. Pannus encapsulated all stent posts and it appeared that an unknown amount of pannus had been removed from the left right stent post along with the inflow and outflow during explant. Per radiography, minimal amounts of calcification was observed on the dehisced area. Conclusion: based on the information received and the returned product analysis, the commissure dehiscence is most likely found to be due to pannus overgrowth and calcification. Pannus overgrowth and calcification are a known inherent risk of surgical valve replacement. If information is provided in the future, a supplemental report will be issued.